Manufacturer narrative:
No sample or photo/video received for investigation. Without the return of the sample or photo/video, an investigation can not be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complain

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. A device history record review is pending. D4, g4: catalogue number is not sold in the us but similar device is sold under model sc9045. This product was used for the di and 501k.

Event description:
The complaint/event involved a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer. The customer reported that, because the filter could not remove air from the IV set, the staff nurses spent additional time to deal with the air left in the infusion line. The incident occurred during a patient infusion on the evening shift. There was no report of any human harm as a result of the complaint/event.